Event description:
Immediately after ablation, menstruation decreased by 90%, then stopped completely. Scheduled for hysterectomy. She was told that is her only choice. She was not informed of the risks prior to the ablation. She was told that there were only benefits. Every aspect of her life has been effected by severe pain that is now chronic which jeopardizes her job and inability to work when pain is at its most severe level. She has currently been in pain for 2 weeks continuously. The pelvic pain travels down her right leg and up the right side of her pelvis and abdomen and beck. She required 800 mg of ibuprofen, 8mg zofran 3mg morphine to manage the pain.